Manufacturer narrative:
E1: initial reported facilityname : (B)(6) medical center.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left popliteal artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during inflation for 10 seconds in nominal pressure, the balloon ruptured. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications reported, and the patient was in good condition after the procedure.